Event description:
It was reported patient had high impedances on one lead. Investigation was unable to identify which lead attributed to the issue. Patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient's weight.

Manufacturer narrative:
Corrected: d6b. The device is no longer reportable due to no alleged malfunction reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported the ipg was electively replaced. There is no alleged malfunction against the device.